Event description:
It was reported the physician placed a 4f ultimum introducer in the right common femoral artery. After removing the dilator, when advancing a 4f jl4 catheter, the introducer hub separated from the shaft. A 6f introducer was placed in the left femoral artery; a snare was used to remove the separated portion of the sheath from the pt. The pt was reportedly recovering.